Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that in the past they turned off stimulation for a colonoscopy and didn't take programmer with to appointment. The patient reported by the time they got home they had to go to the bathroom "so bad". Patient stated they had a constant urge to go to the bathroom. Patient stated once they turned their therapy back on when they got the programmer this went away quickly. Patient stated they didn't recall that they had turned stimulation off this time so they called their healthcare professional to inform them that it wasn't working until they turned stim back on. Patient stated this occurred "in september I think".

Event description:
Additional information was received from the patient. They reported that the cause of it not working was not determined, but they noted that they were having surgery and need help to turn it off. They stated that customer service walked them through the current steps and the issue had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.